Event description:
Prior to priming, at power-up, the unit passed power-on diagnostics then the front panel would not detect key presses. The perfusionist called quest. While on the phone, the perfusionist was able to get past the "are all displays lit" screen. The unit then generated error code 024.